Event description:
It was reported that before the withdrawal gesture led to blood leakage and contamination of the environment. The issue occurred during use, at the time of kt placement. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: (B)(6) 2026 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.